Event description:
It was reported that the spike connector cover separated from the spike of a uv flash transfer set during use. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).